Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pain - loosening - converted to tka by dr (B)(6). Not associated with (B)(6) hospital. No records.

Manufacturer narrative:
An event regarding "revision to tka due to pain & loosening" involving a mako baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that office note confirms loosening and indication for revision to total knee. Further revision operative report and x-rays are needed to determine the root cause. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per provided medical information that was submitted to a consulting clinician who indicated that office note shows loosening but deemed the information insufficient and rejected it for a medical review. Further information such as operative report and x-rays are needed to determine the root cause. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Pain - loosening - converted to tka by dr (B)(6). Not associated with (B)(6) hospital. No records.